Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the "ezprime" operation was successfully performed on the pump and the display screen displayed a "disconnect from the pump" warning during the prime step. Use error was determined during the investigation to be the cause of the inadvertent infusion as the patient was still connected to the pump. The user guide warns to never prime the pump while connected to the pump. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The black box history showed several loss of prime warnings and "no cartridge detected" warnings. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications with no "loss of prime" warnings. The force sensor was removed and the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration.

Manufacturer narrative:
Please note - this report should replace the initial MFR. Report # 2531779-2012-02403. That incident description was accidentally submitted for the wrong pump and patient. A follow-up supplemental report was sent to correct it. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was evidence of use error that caused the patient's injury. The owner's booklet states 'never prime the tubing or tighten the cartridge cap while infusion set is connected to your body. Priming the tubing or tightening the cartridge cap while the infusion set is connected to your body can result in serious injury or death.'

Event description:
The patient called animas reporting that he received a loss of prime warning while driving, but rather than disconnect he remained connected and primed his pump. He said that after priming the pump with 1.3 units of insulin he called animas and within 20-30 minutes he had collapsed and his wife called 911. His blood glucose levels were 22 mg/dl and the patient was rushed to the hospital. In the ambulance and in the hospital the patient was reportedly treated with glucagon and fluids. The patient was reportedly communicative and responsive at the hospital. He said he had reprimed the pump while attached prior to speaking because he was driving. This complaint is being reported because the patient reportedly primed while attached to the pump and needed to be rushed to the hospital for low blood glucose levels.